Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during device change out the lead was found to have an insulation breach. The physician repaired the lead and capped only the low voltage portion of it. The high voltage part of the lead remained active.